Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose. Blood glucose level at the time of the incident was 26.9 mmol/l. Customer stated that they received infusion flow block alarm. Customer stated the cannula was bent. Customer declined to troubleshoot insulin pump. The insulin pump will not be returned for analysis.